Manufacturer narrative:
H3: product analysis found that the reported fault was confirmed. Device was not booting up and was running on old software version 1.4.3. The ssd card was replaced and the software was upgraded to v1.5.4. H6: previously applied codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Additional codes: previously applied code img g02030 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing software upgrade failed for nim vital. The usb stick with the software upgrade was taken out of the nim before the software was completely downloaded. The nim then refused to turn on. There was no patient involved.